Event description:
The pt was revised because of loosening of the tibial component.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.